Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing depth marker is confirmed but the root cause could not be determined. One photograph of a powerpicc catheter was returned for evaluation. Inspection of the photograph found that five depth markers were present on the visible catheter tubing segment of the indwelling catheter. The photo did not provide enough detail to determine if any of the markers were a number marker. However, the distance between the nose of the molded joint and the fist visible depth marker appeared larger when compared against a similar non-complainant unit, suggesting that a marker was missing. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify how the depth marker was removed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported after the catheter placement, we noticed that the zero graduation was not present, making the measurement of the catheter's position random. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.